Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery on an unknown day, an applicator knob broke. This event did not cause a significant prolongation of the procedure. There were no other complications reported. It is reported that patient involved is doing well. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
An additional evaluation was completed: the device was received with a fragment of a broken applicator shaft is stuck in the knob. Clearly visible hammer marks on the top of the knob. The fragment of a broken applicator shaft is stuck in the applicator knob. A function test with the knob was performed after the fragment was removed and the device was functional as required. Therefore and as the knob actually only acts as simple surface to surface power transmission from the hammer to the shaft a fault at the knob can be excluded. However, the clearly visible hammering marks on top of the knob indicate that this device was exposed to very high forces during use, which finally can lead to a breakage of the shaft in the knob. Device was used for treatment, not diagnosis.